Event description:
A microknife rx sphincterotome was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure in a (patient age, gender, and weight unknown) in 2008. According to the complainant, "[when]... The needle was pushed out from [from] the catheter, the needle broke off." The physician retrieved the needle with a biopsy forceps (manufacturer unknown). The procedure was completed with a second microknife rx sphincterotome device. No patient complications were reported as a result of this event, and patient's condition was reported as "ok".

Manufacturer narrative:
The device has not been returned; therefore, a device evaluation was not performed. The cause of the broken needle is undetermined. A search of the complaint database did not identify any additional complaints recorded for this lot. The february 2008 15-month needle knife sphincterotome product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.